Manufacturer narrative:
Lot number was not reported. CAPA comment: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Pharmacovigilance comment: the serious expected event of oedema at the implant site was considered possibly related to the treatment. Serious criteria include the need for multiple medical interventions to prevent permanent damage. The non-serious expected events of erythema and pain at the implant site were considered possibly related to the treatment. Potential contributory factors include the concomitant filler and injection technique. The case meets the criteria for expedited reporting to the regulatory authorities.

Event description:
Case reference number (B)(4) is a spontaneous report received on 13-jan-2020 from a physician which refers to a (B)(6) years-old female patient. The patient was a (B)(6) carrier. No information about history of allergies or previous filler treatments has been provided. Concomitant treatments included treatment with 1 ml stylage filler to her chin on (B)(6) 2019. On (B)(6) 2019, the patient received treatment with 5 ml restylane lyft lidocaine (lot unknown) to face, both cheeks (right:1.3 ml, left:1.9 ml), nasolabial folds (right:0.5 ml, left: 0.4 ml) and near both marionettes (right:0.3 ml, left:0.3 ml) with unknown injection technique and needle type. 5 days later, on (B)(6) 2019, the patient experienced pain(implant site pain) and erythema(implant site erythema) at face. On (B)(6) 2019, the patient was also prescribed cepha antibiotic and oral medications, cefaclor [cefaclor] 250 mg, per oral, twice a day, loxonin tab. Dongwha [loxoprofen sodium], per oral, twice a day, k-star [rebamipide] 100 mg, per oral, twice a day from (B)(6) 2019. On (B)(6) 2019, the patient visited the physician because of swelling/edema (implant site oedema) of injection sites. The patient received injection of normal saline [sodium chloride] plus vitamin b complex [cyanocobalamin] IV followed by hyalase [hyaluronidase] injection on her face. Additionally, patient received cindella [thioctic acid] injection 2 vials, dexamethasone [dexamethasone] injection 2 ampoules, peniramin [chlorphenamine maleate] 4 mg injection, cepha antibiotic and oral medications, cefaclor [cefaclor] 250 mg, per oral, twice a day, loxonin tab. Dongwha [loxoprofen sodium], per oral, twice a day, k-star [rebamipide] 100 mg, per oral, twice a day from (B)(6) 2019 to (B)(6) 2019. On (B)(6) 2019, the patient was treated with hyalase injection 1 ml each to both cheeks. In addition to that, injection dexamethasone 1 and 2 ampoules, peniramin 1 ampoule were given as intramuscularly and was again prescribed with oral medications. On (B)(6) 2020, she called the doctor and received the oral medications. Oral medications: cefaro (cefaclor 250 mg), per oral, three times a day, loxonin 1 tab. Dongwha (loxoprofen sodium), per oral, twice a day, k-star (rebamipide 100 mg), per oral, three times a day, solondo [prednisolone] 5 mg, 2 tablets, per oral, twice a day, peniramin 1 tablet, 2 mg, per oral, three times a day for 7 days. On (B)(6) 2019, patient called the physician and received the oral medications. At the time of reporting, injection site edema was not recovered. Other symptoms were recovered. Patient reported that the facial edema was improved when she took the oral medication, but the oral medications were stopped, her face was swollen again. The reporting physician assessed the case as non-serious. Outcome at the time of the report: swelling was not recovered/not resolved. Pain was recovered/resolved. Erythema was recovered/resolved.